Manufacturer narrative:
Investigation inspect returned samples distribution history: this complaint unit was manufactured in 2010 and shipped 12/30/2010. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2014 requiring an adjustment to the regulator, a back flush and replacement of a muffler. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The foot pedal was found to have leaks, the battery was low, and the auto-shut off was not operating. Root cause: the root cause is being attributed to wear and tear given the age of the device. Corrective actions the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. Was the complaint confirmed? Yes.

Event description:
Customer stated: "probe would not unfreeze to remove from patient's eye". Ce-2000 opthalmic cryo system dig e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated-probe would not unfreeze to remove from patient's eye repair tech-batts low, foot pedal valve leaks, auto shut off bad (B)(4). Opthalmic cryo system dig ce-2000. E-complaint (B)(4).